Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: device code a0401 captures the reportable event of thumb ring break. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the thumb ring was detached. The handle shows stress marks at the junction of the thumb ring and the handle. Dimensional inspection observed the side car rx was pushed back approximately 6.5 mm which is out of specification. The reported event was confirmed. Based on all available information, the thumb ring detachment may have been caused due to excess of force applied as evidenced by stress marks at the junction of the thumb ring. Perhaps the manipulation or technique used could have contributed to the adverse event and side car pushback. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic papillotomy procedure performed on (B)(6)2022. During the procedure, the thumb ring broke when the basket grasped a stone. The thumb ring was pulled, retracted the basket back into the sheath, and pulled the basket out from the patient's body. Another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct, during an endoscopic papillotomy procedure performed on (B)(6) 2022. During the procedure, the thumb ring broke when the basket grasped a stone. The thumb ring was pulled, retracted the basket back into the sheath, and pulled the basket out from the patients body. Another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter facility name (B)(6) hospital. Device code (B)(4) captures the reportable event of thumb ring break.